Event description:
On (B)(4) 2012, a spontaneous report was received from a physician assistant (pa) regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(4) 2012, additional info was received from the pa. Based on the info received, the case was upgraded due to unexpected severity. Medical history included restylane (cross-linked hyaluronic acid dermal filler) injections on unspecified dates in 2008 and (B)(6) 2010 ("treated in the past with good result"). The pt's skin type was fitzpatrick ii. Concomitant medications included atralin (tretinoin on the face. The pt received a 1 ml injection of restylane-l on (B)(6) 2011 to the nasolabial folds, oral commissures, a little in the lips, and a little in the lower thin via a 1 ml syringe. The pt did not received any pre-procedure medications and no additional procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2011, reported as 10 month after the injections, the pt developed acne cystic bumps on the injected areas that come and go. On (B)(6) 2011, the pt was seen by a physician, diagnosed with a cyst, and prescribed doryx (doxycycline). The pa reported that to their knowledge, the pt did not take the doryx. On (B)(6) 2012, the pt was evaluated and had one acne cyst on the left nasolabial fold. On an unk date, the pt was prescribed solodyn ER tablets (minocycline hydrochloride extended release). As of (B)(6) 2012, the status of the acne cystic bumps was unk. The physician assistant's opinion of causality was that the event were not related to the treatment. The physician assistant assessed the severity of the events as mild. The lot number and expiration date for restylane-l were 10675-1 and jan-2012, respectively. On (B)(4) 2012, additional info was received from a pa. On (B)(6) 2011, the pt was injected with a total of 1 cc of restylane-l, but the exact amounts in each site were reported as "unknown." On (B)(4) 2012, the pa spoke to the pt on the telephone and found that the pt had filled the old prescription for doryx and was taking it for 2 to 3 weeks. The pa switched the pt to a 6 week course of clarithromycin. On an unk date, the pt was prescribed solodyn, but never took it. As of (B)(6) 2012, the acne cystic bumps on the face were ongoing and were usually present 1 to 2 at a time (they come and go) and a follow-up appointment with the pt was scheduled for (B)(6) 2012. On (B)(4) 2012, additional info was received from the pa. The pt was evaluated by the pa on (B)(6) 2012. At the time of the visit, the pt had been on biaxin (clarithromycin) for 5 weeks and was somewhat improved. A couple of the cystic acne bumps on the pt's face had gone down, but the nature of the event had changed. The pt now had palpable 1.5 cm lines on the right side (more adjacent to the oral commissure than the nasolabial fold area) and left side (higher and more distal to the nasolabial fold), further described as a non-visible, non-erythematous, nodular, subcutaneous swellings that could be felt if fingers were placed inside and outside the pt's mouth, and were not painful. Treatment was switched to minocycline 100 mg twice daily. A follow-up appointment with the pt was scheduled for (B)(6) 2012. On (B)(4) 2012, additional info reported by an office manager was received from a company rep. The following events were added to the case: dry skin and skin lesion. The pt received an injection of restylane-l on an unspecified date in (B)(6) 2010 (previously reported as "(B)(6) 2011") to the nasolabial folds (previously reported as "nasolabial folds, oral commissures, a little in the lips, and a little in the lower chin"). The office manager reported that the pt's symptoms had been ongoing since an unk date (reported as "(B)(6)" from the date of the report). The pt's symptoms were further described to have started out as dry bumpy lesions that got better after a few days then got worse. It was further reported that on an unk date, the pt got acne cysts in the entire area where the product was injected which was not localized to an exact injection site and was spread out some from the site. On an unk date, (reported as "at some point"), solodyn was prescribed and some improvement was seen. However, when solodyn was discontinued, the pt's symptoms returned. A physician from the reporting clinic referred the pt to a specialist, as "it had gotten so bad and they couldn't seem to get rid of the pt's symptoms." On (B)(4) 2012, additional info was received from the pa. The event of dry skin was removed from the case and the events of acne cystic, implant site swelling, and skin lesion were subsumed under the event of implant site nodule. On an unspecified date in 2012, following the pa's previous report from (B)(4) 2012, the pt was medically evaluated. The pt was noted to have ongoing cutaneous nodules which were not responsive to antibiotics. Treatment with minocycline was discontinued and the pt was referred to another dermatologist. As of (B)(6) 2012, the pt's cystic acne bumps; 1.5 cm lines, further described as non-visible, non-erythematous, nodular, subcutaneous swellings that could be felt if fingers were placed inside and outside the pt's mouth; and bumpy lesions were ongoing. The pa further reported that she would not call the lesions dry, as was previously reported by the office manager but they were bumpy. No further follow-up with the clinic was planned. The pt had not yet followed up with the referring dermatologist and no other treatment had been provided. The pa's opinion of causality was that the bumpy lesions were related to the restylane-l treatment. The pa assessed the severity of the bumpy lesions as moderate.

Manufacturer narrative:
Company comment: this case has been assessed as unexpected severity due to increased duration of the event.